Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic experiencing syncope. The indicator loop recorder was explanted. The patient was fine after the procedure and no longer experienced syncopal episodes.